Manufacturer narrative:
The trial - loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was selected. Implanting the device at an off-label location, not performing an x-ray immediately after to confirm placement, and not securing the device to the body at time of implant have been ruled out as potential causes. However, the patient may have scratched it in their sleep or the device may have gotten caught on something. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported their neurostimulator came out during their sleep. They saw a physician, had the wound closed with sutures, and a new trial neurostimulator was placed in the other leg. The patient will move forward with a permanent implant.